Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer intermittently experienced fill resistance with multiple cartridges. Reportedly, the customer did not follow the proper air removal techniques when filling cartridge. Tandem technical support educated the customer on the proper air removal techniques. A syringe needle change and cartridge change was performed resolving the issue. There was no reported adverse impact to customer's blood glucose level.